Event description:
A surgeon reported that an intraocular lens (iol) was noted to have rotated off axis following iol implant surgery. An additional surgical procedure was performed to rotate the iol back to the proper axis. In a follow up, the surgeon reported the event resolved with treatment.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/11/2009, 08/12/2009, and 08/27/2009 by phone, fax, and mail. A completed questionaire was received on 08/26/2009. This report was mailed to FDA on: 09/09/2009.